Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Sheathotomy and pta of ipsi limb done to remove the delivery catheter. Unable to advance contra wire. Bilateral stents used.